Event description:
It was reported that the pt did not feel that he was getting therapy. The pt was taken to surgery for a distal catheter revision. The catheter was removed from the spine; the tip of the catheter was black and looked "clogged". The distal section of the existing catheter was replaced. The pump programmer postoperatively with dilaudid 40 mg/dl at a rate of 5 mg/day. The previous dose was 7 mg/day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results: used for the catheter. .